Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the belt clip rail. The pump received a stuck button alarm, then suddenly the pump displayed a blank screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the keypad anomaly, and the pump was exposed to a change in altitude. Troubleshooting was performed for the blank display, and the display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 5.0 received the low battery alert (104) on 08/03/2025 11:57:00 after more than 7 days at 33.81 days. Battery cycle 4.0 received the low battery alert (104) on 06/30/2025 15:14:00 after more than 7 days at 35.81 days. Battery cycle 3.0 received the low battery alert (104) on 05/25/2025 18:31:00 after more than 7 days at 37.95 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. No stuck button error alarms noted during testing. All buttons function properly. However, moisture damage noted on keypad traces. Verified pump alarmed stuck button on 08/09/2025 at 17:30:39 in pump downloaded history. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic assembly, pcb1 board.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage on keypad traces, scratched case, pillowing keypad overlay, battery tube threads cracked, cracked case (battery tube), and cracked belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, confirmed cracked belt clip rails. Confirmed stuck button error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.